Event description:
The device was sent in for service. Upon eval, the repair floor found the device to run without user activation.

Manufacturer narrative:
Upon visual inspection the sockets were corroded. Damage or extra impedance on the all sensor line of the socket can result in false run signals.